Event description:
It was reported that at a scheduled follow-up, lead impedance was noted to have increased from 625 ohms in 2002 to 1013 ohms in 2004. The lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.